Event description:
Negative intra-cranial pressure (icp) readings revealed air in the ventriculostomy catheter drainage system. We were able to determine that the equipment was set up correctly and functioning as intended when initiated in the operating room. We were unable to determine if air entered the line through a leak at the catheter insertion site, user error during calibration, or patient positioning causing backflow of fluid. After the unit was discontinued it was examined and no defects/leaks/malfunction was indentified. We did discover that 2 of the 4 stopcocks are not labeled with the word "off" as the other two are making it very possible that one or both were set incorrectly during a calibration check and could have easily allowed air in the line. The user manual is cumbersome and not easy to use by the bedside caregiver. We believe all 4 stopcocks should be labeled so there is no question which position constitutes "off" and perhaps a quick reference guide with clear pictures for bedside use be made available with this product.

Event description:
Negative intra-cranial pressure (icp) readings revealed air in the ventriculostomy catheter drainage system. We were able to determine that the equipment was set up correctly and functioning as intended when initiated in the operating room. We were unable to determine if air entered the line through a leak at the catheter insertion site, user error during calibration, or patient positioning causing backflow of fluid. After the unit was discontinued it was examined and no defects/leaks/malfunction was indentified. We did discover that 2 of the 4 stopcocks are not labeled with the word "off" as the other two are making it very possible that one or both were set incorrectly during a calibration check and could have easily allowed air in the line. The user manual is cumbersome and not easy to use by the bedside caregiver. We believe all 4 stopcocks should be labeled so there is no question which position constitutes "off" and perhaps a quick reference guide with clear pictures for bedside use be made available with this product.